Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, errors related to the interface board were found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.